Manufacturer narrative:
A manufacturing evaluation was completed: about 17mm of the cutting edges are broken off and were not sent back for evaluation. The drill bit is otherwise in a good condition. The drill bit is broken; there was no information about the performed procedure or how and when the breakage occurred provided. The measurable dimensions of the drill bit were as far as possible checked and found to be in compliance with the technical drawings and specifications. However, due to the damage and the missing piece not all relevant dimensions could be checked. The manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. 440a stainless steel was the correct material used. The hardness was within the specification. The fracture face is homogenous, which indicates material conformity. No product fault could be detected. Based on the provided information we are not able to determine the exact cause of this breakage. The microscopic view of the fracture face has shown that a nick is visible at the cutting edge at the point where the fracture started. This could be an indication for a metallic contact during use. Therefore it is likely that a metallic contact caused a mechanical overload and finally the breakage of the drill bit. The breakage is confirmed but no manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): a device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the drill bit was discovered to have broken after the cleaning and decontamination process on (B)(6), 2016. There was no reported patient or surgical involvement; however, it is unknown when the breakage occurred. This report is 1 of 1 for (B)(4).